Manufacturer narrative:
(B)(4). Evaluation, results and conclusions: (root cause of event cannot be determined based on information provided).

Event description:
The physician intended to implant a 2.75 mm diameter x 18 mm length resolute integrity rapid exchange (rx) drug-eluting stent to treat a lesion in the rca. The target lesion was pre-dilated twice using a 2.5 x 18 mm other brand balloon at 14 atm's. The resolute integrity stent became caught on a previously implanted resolute integrity stent and dislodged from the balloon. The dislodged stent was then deployed. Patient status post procedure was reported to be good and no clinical sequelae were reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product - (B)(4).